Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using equistream hemodialysis catheter. Prior to the procedure, it was noted the tip of the connector on the dilator was broken, and the broken piece was lodged in the rigid plastic package. It was further reported that the package was damaged. The procedure was completed using another device. There was no patient contact.